Event description:
The facility reports the cna was getting the pt out of the bed when the rope started slipping. The cna tried to hold on to the rope when it slipped again and caught their hand.

Event description:
The can suffered a hand sprain and was in a brace for several days.